Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 543 mg/dl with large ketones. Customer administered manual injection to address elevated blood glucose. During a pump system check with tandem technical support, a new cartridge was loaded, minimum fill alert occured, and pump air leak was detected. Customer reverted to manual injections for insulin therapy.